Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.

Manufacturer narrative:
Additional information: describe event or problem, imdrf c code. Omit: c0706 - stress problem identified.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
The failure code in sap service notification was corrected after the complaint file was created; therefore, the as analyzed code(s) in the investigation codes grid on the investigation child record had to be manually updated to match the code in sap. The code listed in the additional problem codes field may not match as it contains the original code when the complaint was first created.